Event description:
New information also noted oversensing on the lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2019, the lead was capped due to ventricular lead noise. The patient condition was stable.